Event description:
It was reported that during a coronary stenting treatment procedure, a stent damage occurred. Vascular access was obtained via right radial artery. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery. A 3.00x32mm promus element plus stent delivery system was used to treat the target lesion. During the procedure it was noticed that the stent was damaged. The procedure was completed with a 3.0 x 32 taxus stent delivery system. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: device has not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).